Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/13/2020. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mmk116 batch number, and no non-conformance's were identified. Expiration date: 10/31/2020. Date of mfg.: 11/20/2018.

Event description:
It was reported that a patient underwent a bilateral inguinal videolaparoscopic herniorrhaphy on (B)(6) 2019 and the mesh was implanted. It was reported that during surgery, the device had difficulty attaching the mesh to the pubis. It was reported that the staples did not cross the pubis and finally the staples became "choked." It was confirmed that the straps deployed, but did not adhere to the tissue;mesh. It was also confirmed that the device did end up jamming in addition to the straps not adhering to the mesh. Another like device was used to complete the procedure. There were no adverse patient consequences reported.